Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical portex® endobronchial tube was kinked while in use with the patient. There were no reported adverse patient effects.

Manufacturer narrative:
Corrected information: the available information suggests that there was actually no patient involvement in the reported incident because the device malfunction was found prior to use on a patient during a pre-use check. The coded hazard situation (rmd-10001706.100-occlusion/restriction) should have been rmd-10001706.100-occlusion/restriction-haz.sit.21- compromised treatment due to obstructed/constricted tube or airline. This hazard situation indicates that this complaint is not reportable to the FDA. The reported also does not indicate that a kinked tube would likely cause or contribute to a death or serious injury if the malfunction were to recur. Additionally, the device at the time of the incident was not life sustaining as the fault was detected prior to use with a patient. Therefore, this complaint is not reportable as a life sustaining malfunction or product problem malfunction.